Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a follow-up visit this device was unable to be interrogated. The patient had not been seen for several years prior to this recent visit. There were no adverse patient effects as the patient was not reported as pacemaker dependent. The unit was explanted and replaced and is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that during a follow-up visit this device was unable to be interrogated. The patient had not been seen for several years prior to this recent visit. There were no adverse patient effects, as the patient was not reported as pacemaker dependent. The unit was explanted and replaced and later returned for laboratory analysis.